Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively established through this evaluation. The controller event log file captured a pump stop on 13apr2023, consistent with depletion of the external 14 volt lithium-ion batteries, as well as the system controller¿s backup battery (refer to the system controller investigation). No other notable events or alarms were captured. The pump appeared to have operated as intended at the set speed before the pump stop. Heartmate 3 lvas was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found down outside their house. The patient had expired, their pump was stopped, and the batteries were depleted. Upon examination of the log file, it was noted that the batteries had run out. The event log captured low voltage advisory events starting (B)(6)2023 @0011 while using battery power. The advisory events turned into low voltage hazard events @0141. The 14v battery power was depleted @0316 which enabled the backup battery in the controller to run the pump at the low speed limit of 5800 rpm until it also totally depleted @0448 then the pump was off. It appeared that the patient used battery power at all times throughout the log and not using wall power at all. It was later communicated that the batteries and controller were still connected to the patient when they were found. The controller history showed the batteries alarming properly and the controller was operating properly until power depleted. Related MFR # 2916596-2023-02606.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.